Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patients were not displaying in device for nursing to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not displaying in pyxis. A technical support specialist (tss) dialed into the server, then checked the last upload current time, then checked if the issue persists, and the ed charge nurse had confirmed that there was no issue. The system functioned as intended when the field service engineer tested the device.